Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material found inside the sterile packaging.

Event description:
It was reported that foreign material found inside the sterile packaging.

Manufacturer narrative:
It was confirmed that the device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blue fleck inside probable root cause: 1. Incorrect or inadequate packaging 2. Severe shipping conditions 3. User error the reported failure mode will be monitored for future reoccurrence. Added initial reporter phone and initial reporter postal code.